Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated that she in the hospital and does not want to troubleshoot. The customer also reported via phone call that they doctor could not fixed the bolus wizard issue. The customer stated that the insulin pump is not responding. Customer is advised that we well send out cot pump. The customer doesn't want to troubleshoot at all at this time.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.